Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller ((B)(4)) and four batteries ((B)(4)) were not returned for evaluation. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events due to momentary disconnections involving (B)(4), as well as, several momentary disconnections involving (B)(4) that did not lead to premature power switching events. Momentary disconnections will result in an audible tone or ¿beep¿. As a result, the reported event was confirmed. A power source lubrication procedure was performed on (B)(6) 2018 to mitigate the reported conditions and the batteries remained in use. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The internal investigation evaluated momentary disconnections. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-03-31 mfg date: 2017-03-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-03-31 mfg date: 2017-03-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-03-31 mfg date: 2017-03-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2018-03-31 mfg date: 2017-03-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching with the controller and four batteries. The patient mentioned beeping and power source lights changing from one side to another. Servicing was performed, and the controller and batteries remain in use. No patient complications have been reported as a result of this event.